Event description:
The reporter stated that he might have gotten the er1 message, but isn't sure, since it was several months ago. He stated that his blood sugar is never high, and thinks he "might not have put enough blood on the strip or something." He stated that he always checks the confirmation dot, and that he has never hit the darkest two colors. From his meter, ten memory readings were given, all below 200 mg/dl.